Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11886. It was reported that the patient presented for in-clinic follow up with episodes of noise recorded by the implantable cardioverter defibrillator dating back to (B)(6) 2016. Upon further evaluation noise exhibited by the right ventricular lead appeared to be caused by electromagnetic interference. There was also far-p over-sensing observed on the ventricular channel. The patient was not pacing dependent and programming interventions were made. No patient symptoms were reported.